Event description:
A 6 shooter multiband ligator was used. Pt tolerated poorly, noted to gag and cough. Opti-vue clear barrel noted to be missing off of the scope upon removal. Professionals aware and retrival was not attempted. Not sure of the exact expiration date. The device was returned to the manufacturer before 9/29/2003.